Manufacturer narrative:
During investigation, the described movement of the stent couldn't be confirmed. The stent was not available for investigation. The device passed all functions during investigation. The scratch of the outer tube could be a mark of the stent when it got hung on the device. The IFU states, that the device is to be removed, when the tuohy borst valve meets the proximal luer lock. If the device catches the stent during removal, gentle movement is to be applied in order to free it. According to this investigation, no evidence could be found which supports the assumption that a device defect led to problems described in the cus. Therefore, no corrective actions need to be initiated.

Event description:
It was reported that an experienced physician attempted to place an xpert stent system. The deployment went well until the delivery system was removed. At this point, the stent moved back with the delivery system apparently still attached. The physician is sure that the stent was fully deployed before he started to remove the delivery system. The physician placed this stent and used another stent. There was no pt injury.